Event description:
The complainant alleges pro medical equipment sold and installed a cramer decker medical oxygen regulator - regulator, pressure, gas cylinder - to an oxygen tank and the complainant alleges the device did not work and resulted in the oxygen tank emptying after half an hour. Complainant also alleges the firm did not uphold the warranty for the device. It is also noted that the complainant¿s mother who used the device is oxygen dependent and without oxygen the patient¿s oxygen saturation goes down to 78%.